Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements resulting in the device to emit beeping tones. Further evaluation is expected to be performed at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.